Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the internal tube bearing had failed and the color band was faded. It was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Device returned for repair with a report that the device was frozen. No patient impact reported. Repair request escalated to complaint on evaluation due to the attachment's foot being damaged by tool contact. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact.